Event description:
One year and seven months after heartware lvad implantation the patient experienced a change of power source in the controller earlier than expected. Preliminary review of log files revealed a loss of power near the reported event date. All the batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; all of the batteries passed visual inspection and functional testing. During ti testing batteries ((B)(4) and (B)(4)) exhibited high max error which is indicative of a pattern of premature replacement of the battery by the user, not allowing it to fully discharge, as evidenced by the log analysis. This is an incidental finding and that does not affect the functionality of the battery. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On (B)(4) 2014, heartware issued a field safety notice (fsca (B)(4)) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca (B)(4) was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on (B)(4) 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on (B)(4) 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803. This is five of six reports (3007042319-2014-00912, 2015-01693, 2015-01694, 2015-01695 and 2015-01597) submitted for devices related to the same event.